Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal occurred. The target area was located in the superior mesenteric artery (sma). A 4mm x 15cm interlock was selected for use. The physician attempted to deploy the interlock&#12000;however, it was noted that the coil failed to detach. Subsequently, it was observed that the coil became stretched and was left hanging in the sma. The physician re-entered a balloon catheter in an attempt to drag the wayward coil back out of the patient. No patient complications were reported.